Event description:
It was reported that the syringe 20ml ll 120/pkg experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: the syringe leaks out the back of the plunger (stopper), leading to a spill and loss of medication. In many cases, it has involved the production of the preparation again since it is not possible to calculate the part lost in the spill. Most of the time it has involved the 50cc syringe, although other sizes like the 1ml one have also been affected.

Manufacturer narrative:
H.6. Investigation summary no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 1905274, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1905274 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, ted he stopper was properly assembled to the plunger, and no leak was identified. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 20 ml ll 120/pkg experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: the syringe leaks out the back of the plunger (stopper), leading to a spill and loss of medication. In many cases, it has involved the production of the preparation again since it is not possible to calculate the part lost in the spill. Most of the time it has involved the 50 cc syringe, although other sizes like the 1 ml one have also been affected.